Manufacturer narrative:
The reported event of a high capture threshold was not confirmed by analysis. Final analysis did not find any anomalies, and the device was operating in high output mode because it was implanted beyond its projected longevity. No anomalies were detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker exhibited a high capture threshold. The pacemaker was explanted and successfully replaced. The patient was stable.